Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant attempt, the guidewire kept getting stuck in the ventricular lead multiple times. The lead was not implanted. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned, analyzed and there was blood on the distal conductor of the lead and it was obstructed. Blood (obstructed) was also noted in the proximal conductor. Analysis comments indicated the guidewire insertion test failed. Destructive analysis was performed and found blood obstruction in lumen.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.